Event description:
This pi is for revision surgery. Patient called stating he had a right knee replacement done on (B)(6) 2013. Patient was revised on (B)(6) 2019 due to tibia loosening. He stated he is experiencing pain and mild swelling around the knee after the revision surgery. Update 16-october-2019: as per revision opt report the surgery was done on (B)(6) 2019.

Manufacturer narrative:
Additional information: device catalog and lot numbers updated. An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned/ remains implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: the case surrounds a 63-year-old man with a bmi of 28. He underwent a primary right knee arthroplasty on (B)(6) 2013 which was ultimately revised on (B)(6) 2019. He had a prior knee arthroplasty on the left side on (B)(6) 2012 that is not in question. Relative to the right knee, prior to the primary he had a significant valgus deformity with range of motion approximately 5-110°. His primary knee arthroplasty on the right was performed on (B)(6) 2013 with standard cemented implants but using "competitor cement". The patient had a relatively uneventful postoperative course and at 4 months was 75% better with moderate swelling but "good motion". At the one-year point the patient complained that he could not stand for more than 15 minutes before starting to ache he had reasonable range of motion but was beginning to note patellar fragmentation on x-ray. The fragmentation was felt to be asymptomatic and the patient was instructed to return in 5 years. The x-rays of the primary knee show a primary triathlon implant in increased varus of approximately 5° and an uncemented keel. The x-rays at the one-year mark do in fact show significant fragmentation of the patella. At 6 years postoperatively the patient's pain has been increasing he had a large effusion and was found to be at increased varus by exam. His tibial component was found to be loose. He had basic blood work to rule out infection and ultimately underwent revision knee arthroplasty. That case was uneventful with implantation of a stemmed tibial component with medial and lateral augments as well as a tibial cone. The patella was explanted due to fragmentation of the bone. Postoperatively the report states that there was 1 colony of coag-negative staph this was felt to be a contaminant. At 2 months the patient was doing reasonably well at 1 out of 10 pain with 0-110 motion. In review of the plain x-rays the initial tibia as noted was cemented in varus and the keel was not cemented. At the time of revision, the new implant was cemented in significant varus of approximately 8° with the tip of the tibial stem very close to the cortex, the tibial cone is slightly undersized, and the patellar bone is fragmented. The routine follow-up x-rays of the primary do show early loosening of the tibia. The pre-revision films show loosening and collapse of the tibial component. Hazard: there are no obvious device factors. Conclusions of assessment: review of the records confirm loosening of the tibial component and ongoing pain and swelling. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision surgery. Patient called stating he had a right knee replacement done on (B)(6) 2013. Patient was revised on (B)(6) 2019 due to tibia loosening. He stated he is experiencing pain and mild swelling around the knee after the revision surgery.